Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 10 months after the dental implant and crown were placed in ada site 14 in the mouth, the implant lost osseo- integration in type ii bone. Clinician reports peri-implantitis and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 10 months after the dental implant and crown were placed in (B)(6) site 14 in the mouth, the implant lost osseo- integration in type ii bone. Clinician reports peri-implantitis and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)